Event description:
The customer alleged ventilator became inoperative while in patient use. The nellcor puritan bennett customer engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.